Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the replacement desktop charger resolved the inability to charge the recharger and the subsequent return of symptoms.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the recharger screen will not come on. Caller said the green light on the desktop charger is on but the recharger will not hold a charge. Caller said the connector pin feels loose and when they jiggled the connector pin, the recharger turned on for a second but turns off immediately. The connector pin is not loose on the desktop charger, rather the recharger connector is. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. Additional information was received: it was reported that the caller received their replacement insr antenna. The caller stated they were out of the country for a vacation last week and were having issues with the insr charging which led to the patient experiencing a slight return of symptoms. The caller stated the issue wasn't resolved by the replacement. When transferred to repair it was stated that the recharger was still not charging up, so they were sending a desktop charger. There were no further complications reported.